Event description:
It was reported that an ilet user experienced ongoing elevated blood glucose after returning from travel, despite announcing meals, with a representative suggesting a device reset or target adjustment and transfer to a partner organization for assessment. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included user troubleshooting and education, assignment for additional training, and transfer for further clinical evaluation. Investigation of this case revealed cause unclear, with no device alarms reported and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.